Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. The reporter noted that the pump had no power. Reportedly, the battery cap would not secure properly to the pump but was also unable to be removed from the pump in order to change the battery. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 02/21/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/13/2017 with the following findings:a review of the black box did not find any evidence of rebooting. Visual inspection revealed that the battery compartment was cracked in multiple places. The battery cap threads were stripped and the cap was unable to fit securely to the returned pump or to a test pump. Investigation revealed that the battery cap contact height was out of specifications. Intermittent power was duplicated on investigation due to inability to secure the batter cap properly. A test battery cap was able to secure for investigation. The pump was exercised for 24 hours with the test cap with no further power interruptions occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.